Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced high blood glucose. Customer's blood glucose was 430 mg/dl. Customer was treated with the insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. It was stated that the auto mode was not active at the time of incident. High pressure test was performed and it was passed. The insulin pump will not be returned for analysis.